Event description:
It was reported that, "osteolysis, worn liner. Proceeded to remove liner and existing head. Retained the shell and stem. Revised with a 40mm x-3 liner and 40mm c-taper head. No lot codes visible. No other info available per hospital protocol."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.